Event description:
Caller reported an alarm 2 but indicated that the occlusion event did not occur earlier in the day. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.